Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 69mg/dl and the customer consumed orange juice to address the bg level. During troubleshooting, the infusion set tubing was found to be operating as expected and there was no damage noted to the cannula. The customer stated that the cartridge could possibly be damaged. Tandem technical support (cts) had the customer load the same cartridge and the pump displayed a minimum fill error. The customer then loaded a new cartridge and received an accurate fill estimate. Cts informed the customer that their occlusion issue should be resolved since all of the supplies that were in use while the occlusion alarms was occurring had been changed.